Manufacturer narrative:
Data analysis: the case associated with the reported complaint was initiated on march 20, 2025, with the pump (sn: (B)(6)). The case was performed for 17 hours and 29 minutes. Multiple alarms were displayed during the case (imc_logs_ic1603.pdf). In the rlm logs, there were multiple rlc process reboots and rlm reboots. During these reboots, any alarms on the aic were not displayed on the impella connect (mar_20_rlc&rlm_reboot.pdf). This confirms the reported failure mode. Note: the aic was misreported as a "circuit board." Device analysis: this console was tested after arriving at fs. The rlm reboot was reproduced, and the logs show potential micro sd card corruption (ic1603_during_testing.png & reproduced_rlm_reboot.pdf). The envelope (without the optical test cavity) has a couple of minor dents (envelope_ic1603.pdf), which are unrelated to the reported failure mode. The front panel optical connector was found to be contaminated, and the debris could not be removed upon cleaning (unrelated to the reported failure mode). Root cause: the root cause for the alarm not being displayed on the ¿impella connect¿ was due to the rlc and rlm reboots. The cause of the reboots was not determined, it could be attributed to intermittent micro-sd card corruption there was no controller failure alarm in the case associated to the reported complaint. It was misreported. Ad hoc task: before returning this console (ic1603) back to the customer, fs was instructed to perform the following: replace the microsd card (0042-2000) due to intermittent corruption. Replace the optical bench (004201012) due to an abnormal envelope. Replace the front panel optical connector (0042-2736) due to debris. Perform sections 23 & 24 of the pm procedure (0042-7309). Perform a full functional check (0042-7316).

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the biomed requested a change of console due to an alarm on their circuit board. The device was set aside for inspection. There was no patient harm.